Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2019 regarding a patient receiving morphine, clonidine, and two other unknown drugs (doses and concentrations unknown) via an implanted infusion pump. The indications for use included non-malignant pain and other non-malignant pain. It was reported that the patient's catheter had to be replaced because it was severed where it entered the spine. The event date was "about 7-8 years ago" relative to the date of report. No patient symptoms were reported and no further complications were reported or anticipated.